Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal 2.5% therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient made a mistake and had a break in aseptic technique further described as hospital contamination (details not provided). The pt experienced peritonitis was hospitalized the same day. On an unreported date, the patient was treated with injection (inj) meropenem, ip, 4.5g (daily) and inj tobramycin, ip 80 mg (daily). Concomitant therapy was not reported. At the time of this report the pt was recovering from the peritonitis. Additional information was requested but is not available.